Manufacturer narrative:
A ge rep evaluated the system and found the filament regulator error caused by arcing at cathode side of x-ray tube due to metal shaving on cathode cable. Removed debris, cleaned, regreased, and reseated cables and checked filament drive signals at generator. Tested at 120kv / 17ma for 2 mins without error. System operates as intended.

Event description:
Customer reported the system is displaying filament errors. No pt injury was reported.